Event description:
It was reported that the lead dislodged during a left ventricular lead implant. Low sensing and high capture thresholds were noted. Repositioning was unsuccessful, so the lead was explanted and replaced.